Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to advance two stents through one catheter simultaneously. The 4.0x8mm taxus liberte' drug eluting stent was unable to pass through due to a flaring strut. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Because the batch is unk, the device history record was not reviewed. The most probable root cause is operational context as it is likely the device performance was limited by interaction with other devices, pt anatomy or other procedural factors.